Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was in the 400's mg/dl. Three days prior to the hospital visit, the customer's blood glucose was high and she was not able to get it down. The customer was wearing the pump during time of hospital visit.